Event description:
It was reported that the patient experienced nighttime hypoglycemia while using the ilet with a dexcom g6, with sensor and fingerstick readings as low as 48 mg/dl; review of pump data showed multiple meal announcements were entered to address a prior high glucose of 400 mg/dl, and the caregiver noted a recent transition from another pump to the ilet to reduce overcorrections. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included self-treatment with oral glucose and return to target range without medical intervention. Investigation included complaint review and user education. Investigation of this case revealed inappropriate user inputs contributing to hypoglycemia. It was concluded that the device functioned as designed and the event was due to use-related factors; the user was counseled to avoid factory reset and to refrain from entering meal announcements to correct hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.